Event description:
It was reported that during implant attempt, the patient experienced 2 separate occurrences of 3-10 seconds of asystole. It was also reported that while using electrocautery, the pacemaker displayed a couple seconds of inhibition, even when the cautery had ended. Device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.